Manufacturer narrative:
Returned device was received in decent physical condition but the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, analysts could not repeat the customers stated problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a biomed code failure. There were no reported adverse events.